Event description:
It was reported that the patient requested to have their ICD removed due to pain at implant site. The physician elected to remove the device system. There were no adverse health consequences, the patient was stable.